Event description:
On (B)(6) 2025, the user went to give bolus after dinner, and they found a crack in the screen of their ilet. It was noted that the screen was not responsive. A replacement pump was arranged. Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.